Event description:
It was reported the suture assistant device was used during a laparoscopic rectopexy. The reload broke when attempting to make a knot. Case completed by hand suturing. No patient consequence.